Manufacturer narrative:
Software has not been evaluated as of the date of this report.

Event description:
A medtronic ent representative reported that while in a fess procedure, the software switched to a different pt record. The medtronic representative reported that they power cycled the system three times. On the third time, the software acted correctly and the surgery proceeded as planned. The procedure was completed with the use of the fusion navigation system. There was no impact on pt outcome.